Event description:
Caller had surgery with titanium clips in 2004 and has experienced welts since that time. States they have consulted with several specialists and they feel that the titanium clips may be responsible for an immune reaction.